Event description:
The customer's mother reported that her son has been using the insulin pump and for the past two and half days his readings were unusually high. Customer stated that they rotated the site four times but it did not help. Customer when she gives injections the blood glucose goes down but when connected to insulin pump patient's blood glucose goes high. Customer stated the cannula was not bent. Customer declined to do troubleshooting and requested for insulin pump replacement. Customer's blood glucose was 27.0mmol/l. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.